Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to detached end cap.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 203 mg/dl. The customer reported damage and cracked insulin pump. The insulin pump was checked and cracked was corroborated. Troubleshooting was not performed for damage. The customer was advised to discontinue use of the insulin pump and to replacement this. The insulin pump will be returned for analysis.